Manufacturer narrative:
(B)(4). Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) shocking impedances of greater than 125 ohms. Boston scientific technical services (ts) was consulted and suggested a commanded shock be done to test the system. Additionally, the device showed an error code of 1005 which indicates an issue and recommends further evaluation which includes opening the pocket to evaluate the lead and device. As this patient is non complaint intervention has not been done to evaluate the system to date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.